Event description:
A customer reported that a system message displayed during a procedure. Additional information was provided from the customer indicating the system was exchanged to complete the case. There was no pt harm.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).